Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including sterilization records, was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, elevated iop, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop, and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful right eye (od) cataract plus trabecular microbypass stent system, the patient presented with hyphema (2mm with 4+ red blood cells) associated with elevated intraocular pressure (iop) and a hand motion vision on postop day one (1). Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the surgeon performed an anterior chamber washout, and had discussed with the surgeon ways to manage/prevent hyphema. Additional information has been requested.